Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has been received with the carrier tube (hoop) and guidewire. The device was removed from the carrier tube with no issues. The shaft was microscopically examined. The inspection noted that the outer shaft was separated at 3cm ¿ 3.5cm and 8.5cm ¿ 32cm from the strain relief. The outer and inner shafts were stretched and kinked at the locations of the separations. Inspection of the remainder of the device, apart from the observed damage, observed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-sep-2016. It was reported that the microcatheter was kinked. A 135/10 renegade¿ hi-flo¿ kit was selected for use. During the procedure, it was noted that the microcatheter was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable. However, device analysis revealed an outer shaft separation.